Manufacturer narrative:
The reported issue was confirmed. The root cause identified is misassembly by user. The device was evaluated upon receipt. The appliance only had 2.5 litres of water in the tank. When the appliance was collected, the fill tube was connected to the drain valve and was therefore leaking water. Placed fill tube correctly. Device passed all testing. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: connections. 1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted. 7.3.4 device will not fill if the device will not fill, perform the following steps: ¿ ensure the fluid delivery line is connected with no shunt tube or pads connected. The fluid delivery line must be connected in order for the device to fill. ¿ replace the fill tube. Attempt filling to check for resolution. ¿ to confirm fluid delivery line does not leak air, remove the fluid delivery line, place thumb over the left port of the inlet/outlet manifold, and repeat fill process. Correction: f, h. The complete initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a flow rate problem despite sufficient filling, therefore presumably a defective circulation pump in an arctic sun device. Per follow up information received via email on 07oct2024, device would be repaired in the depot by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Event description:
It was reported that there was a flow rate problem despite sufficient filling, therefore presumably a defective circulation pump in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.